Manufacturer narrative:
In ambulance shut off assembly.

Event description:
It was reported by service report that the in ambulance shut off is missing from the rig. No patient involvement or adverse consequences are reported.